Manufacturer narrative:
Product analysis: the hawkone device was received for investigation. No ancillary devices were received. The device was removed for visual inspection. The cutter driver was attached to the hawkone device. Inspection of the distal assembly revealed biological material throughout the housing. Microscopic inspection revealed no blue fibers on the distal housing however blue/white fibers were noted throughout outer circumference of the torque shaft. The torque shaft was tacky to touch, the shaft was rinsed with water which decreased the tackiness. The cutter was returned advanced approximately 2.8cm distal to the cutter window; no blue fibrous substance was noted in the distal housing. No damages to the dft. A blue material was identified at the area of the proximal face of the black duckbilled valve within the dft. The black duckbilled valve was pulled out and blue/white fibrous material noted. The cutter driver was activated, and the cutter was retracted into the cutter window. No anomalies were noted with the cutter and no blue fiber-like substance was noted on the cutter. The cutter was then advanced into the housing. The cutter successfully advanced approximately 2.7cm distal to the c utter window. No anomalies were noted. Blue/white fibers were identified within the dft and on the exterior of the torque shaft. No fibers were identified within the distal housing. The blue fibrous substance did not originate from a component of the hawkone device. Functional testing demonstrated the cutter was able advance within the housing past the minimum requirement. Image review: two cine images were received for review. The cine images provided could not clearly identify the reported hawkone device with the vessel. The cine images appeared to be before and after cines of a treated targeted vessel. Cine 1 shows a targeted vessel with multiple lesions. Cine 2 shows the same targeted lesion post treatment with discernible increase in blood flow/circulation. The images provided showed the successful use of a hawkone directional atherectomy device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-m device during treatment of a plaque calcified, non-tortuous 99% stenotic lesion in the patient¿s mid proximal right popliteal artery. A non-medtronic 7frx55 cm sheath (dark grey with white hemostasis valve) and 0.014 7 mm spider fx embolic protection device were used for the procedure. The device was prepped as per IFU with no issue identified. The artery diameter and the lesion length were reported to be 6 mm and 120 mm, respectively. The lesion was pre-dilated with a non-medtronic device. It was reported that the device operated as expected on the first pass. The device was removed and flushed successfully. On the second pass, the device appeared to have filled again however, when flushed, blue fibers were removed from the cutter window. The device was tried again but the same thing happened ¿ the customer felt that the device was not working properly. Physician reported that it was not possible to completely turn off the thumb switch. No deformation noted to the cutter, however, the position of the cutter upon device removal from the patient is unknown. A new hawk device was used to complete the procedure successfully. The lesion was post dilated. No patient injury was reported.